Manufacturer narrative:
None.

Event description:
Patient was treated with rhinaer (pnn, septal swell bodies, inferior turbinates). Patient is on plavix, which was halted for 48 hours prior to treatment and resumed shortly following treatment. Patient presented with nosebleed 8 days post-operatively and at time of report was still in the hospital. The treating ent reported that the patient was bleeding immediately post-operatively along the septum, which was addressed with silver nitrate. The patient was seen by an ent in the ER for the delayed bleeding event who placed a rhino rocket.